Event description:
During a delivery, the technicians were trying to obtain a pressure reading for a pt using a wells-allen cuff. The technicians noticed that the readings were very low. Further analysis revealed that the pressure cuff that they were using had a hole in it. The delivery resulted in the pt having complications and being put on a ventilator.